Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During scheduled prophylactic generator replacement surgery, high lead impedance was detected. A new model 105 generator was connected to the lead outside the pocket, and the impedance was within acceptable limits. The generator was placed in the pocket and impedance was measured again but was greater than 10,000 ohms. It was taken out of the pocket and a small kink in the lead and tear in the insulation was observed approximately one inch from the lead pin. Impedance was measured again, and it was 982 5ohms. It was reported that there were no cutting tools/cautery used when the generator was placed in the pocket. The lead was replaced which resolved the high impedance. The lead was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis was the returned lead portion was completed. A cut opening was noted on the outer silicone tubing. The reported lead fracture was not verified. A cut in the negative coil was identified at the lead body. The reported ¿small kink in the lead, and tear in the insulation was observed approximately 1 inch from the lead pin¿ appears to describe the identified tubing cut opening and the negative coil cut, although not conclusive. Based on the appearance of the returned lead portions, it is believed that the identified tubing cut opening and negative cut coil were most likely caused during implant/explant. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no product-related anomalies were identified in the returned lead portions.